Event description:
I am on the instinct sensor with a medtronic mini med 780g insulin pump and I was hospitalized for low blood glucose with no known cause the pump was giving me too much insulin based on the sensors wrongful blood glucose numbers it was 20+ points off. Patient: 1912. Device: 1535, 2339. Reference report: mw5183831.